Event description:
The physician was in training and conducting his 2nd axera case. He placed the latchwire into a tortuous and calcified iliac of an obese pt. He attached the device but said the wire did not feel right as he was trying to advance it. He cut the wire and advanced a sheath over the wire into the artery. Fluoroscopic visualization revealed extravasation of contrast media and a dissection was diagnosed. The sheath was removed and pressure held. The case was completed via contralateral standard arterial access. The dissection on the arstasis side was self limiting and did not require intervention of prolonged hospitalization. There was no clinical sequelae.

Manufacturer narrative:
This complaint was deemed MDR reportable on (B)(6) following the receipt of additional info. A review of the DHR and complaint history for this lot was not performed as the lot number was not reported. However, (B)(4) history from the last 6 months was reviewed and none have been initiated that are related to this failure mode. The IFU reviewed; vessel dissection is listed as a possible adverse effect. There was no indication that the IFU was not followed however, this was the physician's 2nd case with the axera device. Based on the info available, there is no evidence to suggest the device was out of specification. The complaint description states that this was only the physician's 2nd case with the axera device. This suggests that the probable root cause of the reported event is technique related/use error. An arstasis representative present at the case reviewed with the physician the correct use of the device, per the IFU. As a result the probable root cause of the reported event is use error.